Event description:
During a phacoemulsification procedure the doctor reported a vacuum surge and sudden shallowing of the capsule which resulted in a broken capsule and lost lens. The doctor discontinued the procedure and referred the patient to a retinal specialist to remove the lens and complete the case. The secondary surgery was performed on the following day.